Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. Reportedly, the customer had a seizure due to the bg level. Emergency medical services (ems) was contacted but did not provide any treatment to address the seizure or the bg. Ems checked bg level with a fingerstick and bg was no longer low, bg value was not provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.